Event description:
It was reported that the pump battery depleted too quickly, leading to a pump shutdown. There was no adverse event to the customer's blood glucose. The customer continued to use the pump for insulin therapy.